Event description:
A malfunction with code 12 was reported with no notable events occurring beforehand and no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, which then operated normally without recurrence of the malfunction. The customer was advised to continue using the pump and to call back if any issues reoccurred.